Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, stomach tissue was pushed and not properly cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The event occurred during the creation of the pouch. No tissue irregularities were noted. This stapling issue resulted in minimal bleeding and required the surgeon to oversew the staple line with a suture. The repair was tested with a saline/air leak test intra-operatively and no leaks were noted. The surgeon also used an endoscope to verify no narrowing of the pouch occurred and no leak was produced with an additional leak test. No errors were generated by the system. The procedure was completed robotically. No unplanned tissue removal occurred. The stapler instrument and reload were not saved by the customer for return. No photos or videos are available for review.

Manufacturer narrative:
A review of the stapler logs for the stapler instrument used in this event revealed the following: a sureform 60 stapler instrument was installed on the system 8 times and fired seven sureform 60 reloads (6 blue, followed by 1 white). On installs 1, 2, and 4-6, all clamps were successful, and the firings were each completed with no pauses for compression. On install 3, a blue sureform 60 reload was loaded, however no clamping or firing was performed. On installs 7 and 8, the system failed to detect the stapler reload color and the user manually selected the blue and white stapler reload colors, respectively, on the surgeon side console (ssc) touchpad. On both installs, the first clamp was successful, and the firings were each completed with 1 pause for compression. After the 8th install, the instrument was removed and not used again in the procedure. There were no stapler related errors in the logs.